Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests. The insulin pump had a missing end cap sticker, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 400 mg/dl. The customer blood glucose at the time of the call was 154 mg/dl. The customer states the button errors alarmed and she was unable to clear it. She states the blood glucose was high, because she might have missed a bolus. Troubleshooting was not performed, because the customer declined. The device will be returned for analysis.